Manufacturer narrative:
No parts have been received by manufacturer for analysis. No parts were replaced. Navigation system functioned as designed. Issue resolved no further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, their navigation system lost power during navigate. The surgeon continued to work through the issue. In trouble-shooting, the right side panel was opened and re-seated the navigation system's main power cable into the isolation transformer. The system powered on immediately and they were able to move back into navigate. Issue resolved. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.